Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image flickers horizontally due to a damaged cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image flickered in the horizontal direction due to communication failure caused by cable damage. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an abnormal image while being used with the video processor. The video processor was working as intended. The reported malfunction was discovered when the user checked the status of the device and did not occur during a treatment. There was no patient involvement.